Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a unknown reason some weeks after implantation. No additional adverse patient effects were reported. The device remains in service.